Event description:
The distributor reported that a hole was identified in the pouch of the kit during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. A f/u report will be submitted when the investigation has been completed.